Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. Pump received with normal operating currents. Pump passed the self-test. Pump passed the error test. Pump passed off no power test. No unexpected rewind anomalies noted. No moisture damage found on the electronics, motor, keypad, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 395 mg/dl. The customer reported that the device was exposed to insulin. Customer does not know the moisture occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with manual injection and his blood glucose and blood glucose went down to 395 mg/dl. Customer declined to troubleshoot for high blood glucose.